Event description:
Information received from the field does not address the patient's clinical status but notes that two weeks post implant, loss of ventricular capture was observed at 7.5 v. After two reposition attempts, thresholds were still high. Therefore the lead was replaced.